Event description:
New information indicates the device was found in backup operation during a routine device follow-up on (B)(4) 2015. The device was successfully restored.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. After a device download, normal function resumed.

Event description:
New information notes that this device had been restored three times since implant. Downloads had been performed successfully. Patient will be monitored with routine follow up by physician.

Event description:
Additional information from (B)(6) 2015 noted that during routine follow-up, the pulse generator was found to be operating in backup mode. A firmware download successfully restored the device.

Event description:
Additional information on (B)(4) 2014 notes the device continues to be in backup operation. The device was successfully restored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
No conclusion code available; final analysis confirmed the reported backup vvi operation. The root cause of the anomaly could not be determined.

Event description:
Additional information notes the pulse generator was explanted and returned.

Event description:
New information indicates the device was found in backup operation during a routine follow-up on (B)(6) 2015. The device was successfully restored.